Event description:
During cardiac catheterization, a promus coronary stent was advanced by the doctor to the right coronary artery (rca). As the stent was advanced, the stent fell off of the balloon and was deployed in the aorta not the in the rca. The doctor then took a snare up the aorta and removed the stent. He then chose a different coronary stent which was successfully deployed in the rca. The patient was aware of the situation and the patient was stable during the entire situation.